Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom)

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 436, 273, 317, 334 and 351mg/dl. The customer's expected fasting blood glucose test result range is 137 - 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 249 and 302mg/dl using truetrack meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: result 1 :436 mg/dl date:(B)(6) 2017 time:10:28am fasting, result 2 :273mg/dl date:(B)(6) 2017 time:7:52am fasting, result 3 :317 mg/dl date:(B)(6) 2017 time:7:42am fasting, result 4 :334mg/dl date:(B)(6) 2017 time:1:33am fasting, result 5 :351mg/dl date:(B)(6) 2017 time:1:31 am fasting.